Event description:
Patient was tachycardic and hypertensive during fentanyl infusion. Accuracy tests indicate the pump is working as designed. Results indicate that syringe size should be as small as possible, such as 10 or 20 ml size, to improve accuracy of syringe pump.